Manufacturer narrative:
Additional information received on 11mar2016 from the initial reporter and includes: the surgery was completed successfully. On 18mar2016, the medical affairs director performed a clinical evaluation and commented as follows: revision of femoral stem in a (B)(6) tha due to periprosthetic fracture. No report of traumatic event; it may have happened and gone unnoticed, as the bone quality appears to be rather poor. The stem had found only distal fixation and distal load transfer was taking place since significant time, as shown on the x-ray and on the explant. No other radiographs are available to evaluate stem positioning at postop. Lateral offset looks to be rather pronounced but contralateral hip is not visible and therefore no comparison can be done. Root cause for revision is fracture and probably the fracture was made easier by poor bone condition. No reason can be determined for the poor fixation and biomechanical performance of the femoral part of tha. On 23mar2016 the r&d project manager analysed the returned implants and commented as follows: observing the femoral stem no particular sign can be noted, except on the neck: such signs was probably caused during the removal phase. The ha on the surface of the stem is not reabsorbed in the proximal region. Coagulated blood can be seen on both stem taper and femoral head. During the inspection also the pictures received were taken in consideration but they do not add any useful information to the visual inspection performed directly on the retrieved explants. It is not possible from the inspection of the implants determine the root cause of the event. Batch review performed on 30 march 2016. (B)(4).

Event description:
Revision surgery planned due to periprosthetic fracture.

Manufacturer narrative:
On 30 may 2016 it was prepared a final report with the information already submitted in the initial report.on 06 june 2016 the report was sent to the initial reporter and the case was closed.